Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in colombia, via a fisher & paykel healthcare (f&p) field representative, that a rt265 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.